Event description:
It was reported that the handpiece overheated causing the bur guard to heat up and break during an oral procedure. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the corrosion with the motor pins. The driveshaft and spindle housing were each replaced along with other components.